Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left m1, m2 and m3 segments of the middle cerebral artery (mca) using penumbra smart coils (smart coils), non-penumbra coils and a non-penumbra microcatheter. During the procedure, the physician placed five non-penumbra coils into the target vessel using the microcatheter. Then, during preparation on the back table, the physician attempted to advance a smart coil out of its introducer sheath; however, the smart coil would not advance out of its introducer sheath. Therefore, the smart coil was not used for the remainder of the procedure. A new smart coil was then successfully placed in the target vessel. Next, the physician advanced another smart coil into the microcatheter and when trying to advance the smart coil around the curve of the carotid siphon, the physician experienced resistance. Therefore, the smart coil was removed. The procedure was completed using another coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. Bends were present along the length of the pusher assembly. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the returned smart coil revealed a functional device. During functional testing, the smart coil was advanced through its introducer sheath and a demonstration microcatheter without an issue. The reported complaint could not be confirmed. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.